Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020: it was further reported that the rv lead exhibited a polarity switch and was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and unipolar and bipolar high impedance warnings. The rv lead remains in use and is scheduled to be replaced. No patient complications have been reported as a result of this event.